Event description:
It was reported that during the procedure the tip on this guidewire kept breaking off. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual/microscopic inspection indicated that the guidewire hydrophilic coating was broken 10cm from the distal end. The core wire was intact. The guidewire distal tip appeared to be shaped. The guidewire distal section and hydrophilic coating was examined along its length with wet fingers. The coating was present on the guidewire. The guidewire ptfe coating was examined under magnification and no anomaly was noted. Functional inspection was not required as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was friction/resistance encountered during the procedure and force was used to overcome the resistance. All fractured parts of the guidewire were removed from the patient¿s anatomy. The patient¿s anatomy was tortuous. There were no patient consequences reported due to this event. The device was returned and the hydrophilic coating was broken was 10cm from the distal end. It was confirmed that the hydrophilic coating was broken but the core wire was intact. It is probable that the hydrophilic coating fractured during manipulation of the device inside the patient¿s tortuous anatomy. An assignable cause of procedural factors will be assigned to the reported and analyzed guidewire distal tip broken/fractured during use as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
This is 2nd of 2 reports.

Event description:
It was reported that during the procedure the tip on this guidewire kept breaking off. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.